Event description:
Received notice of deposition requesting info related to surgery performed on the plaintiff by defendant, a md on event date. Ashworth-blatt prosthesis removed.

Event description:
Co has since received additional information, namely that an avanta silicome trapezial implant (model trl-20) was used on the plaintiff.